Event description:
Alleged the retractable ceiling column drifts down unexpectedly. On (B)(6), an or employee was hit on the head when the ceiling column drifted down. The employee had a headache, went to ER, is reported to have a concussion and was sent home for the day. The employee is working but still claims to have an ongoing headache. The facility indicated the drift has been happening for sometime.

Manufacturer narrative:
The technician inspected the column and could not duplicate the alleged malfunction. The technician did find small air leaks between the control hoses and press lock fittings. The hoses were re-fitted to the press lock fittings to stop the leaks. The account declined to provide any additional information regarding the event.